Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed. The customer reported that there was a delay in patient care. As per part investigation, it was determined that drawer was jammed and attributed to migrating bearing retainers. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a grid & imdrf annex g grid. Correction: section d unique identifier (UDI) & section e initial reporter e-mail. Part analysis: the reported condition of a drawer being jammed was confirmed by field service engineer (fse). According to work order (wo) (B)(4)., the field service engineer (fse) identified that the legacy height drawer six would not open. After replacing the flat flex cable and pyxibus controller board, the issue persisted. A faulty drawer controller board was then identified as defective, and the drawer was replaced. The customer tested the drawer and confirmed it was functioning as expected. External visual inspection of the received assy cubie module fh was conducted. No obvious physical damage, deformation, or contamination was observed on the drawer housing, latch mechanism, or connector interface. The full height drawer was manually opened, and resistance was observed when attempting full extension. It was observed during operation of the drawers that the bearing retainers were observed migrating past the drawer bumper stops. This misalignment prevented full extension and required additional force to both open and close the drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported jammed drawer was identified and attributed to migrating bearing retainers.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was jammed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main legacy height drawer six was not opening. A field service engineer (fse) replaced the flat flex cable and replaced the pyxibus controller board, but the drawer was not opening. Then the fse verified that the drawer controller board was defective. Further, the fse troubleshooted the medstation full height (fh) legacy drawer 6 was not releasing latch properly, it appeared that the drawer pcba (printed circuit board assembly) was falling. Also, found that the drawer board was bad. So, the fse replaced the fh drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.